Event description:
It was reported that on (B)(6) 2018, during implant of the right atrial lead and after the lead was placed, it dislodged due to the helix being unable to extend fully. Additionally, the helix was unable to retract. The lead was explanted and replaced without incident and the patient experienced no symptoms.

Manufacturer narrative:
Analysis was normal. No anomalies were found.